Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) /2014 the patient experienced a hardware failure. Dexcom technical support advised the patient to reset the device on (B)(6) 2014. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).